Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2552 and FDA-2014-n-0736-0015, awareness date 02-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Additional information received on 23-nov-2015 (ptc investigation result). Prior to essure she rarely got sick, never complained of pain and could repeat a conversation word for word from years before. She only saw a physician for yearly visits. Then she was implanted with implant that changed everything. Her health changed very quickly. Her body was gradually become sore, she complained constantly that she felt as if she was getting the flu, but the flu never came. She could barely move. She stood bend over until she could move her body to a full standing position. Then she had to wait before she could walk. Every move she made looked painful. But she could not sit to relax because she could not get comfortable because of nerve pain. Once she was moving eventually the pain would not be as bad; so she would try to move for as long in a day as she could, sometime until 11 pm. Because as soon as she stopped moving even for a second that same robotic movement would begin. Her memory was fading quickly. She would ask the same questions over and over again with in 5 minute span and not remember the answer. This caused a lot of anxiety for her, especially when she could no longer remember her daughters birthdays or how much they weighed when they were born. Tests were performed and came back normal; many ultrasounds came back unremarkable. Her coils were in place in her first hysterosalpingogram (hsg). Sitting in the car was too painful. Another hysteroscopy biopsy of her uterus and d&c were performed and everything was normal. One physician told her that she did not believe essure was the cause because it was not seen at the opening of her tubes. Apparently they migrated further into her tubes. Another hsg was performed and it could visibly see one of the coils was bent into an l shape and dye streaming into her abdomen. Consumer would get sharp pain in her head like an electrical shock. After almost 5 long years of pretty serious health issues, several emergency room (ER) visits, numerous tests and physician appointments, consumer had a hysterectomy. In the same night, the stabbing pain was gone. Her skin coloring was no longer gray and unhealthy, but most noticeable was the immediate return of her memory. It took a week for the brain zaps to go away. She did not experience it in over 2 years. She no longer complains of numbness or tingling in her limbs, the lower back pain was less and in weeks the inflammation was gone from her body. During hysterectomy, physician found extremely severe scar tissue and adhesions; she had multiple organs that were tethered up, pulled to the side and attached by scar tissue and adhesions. She is again as healthy as she could be after the poison which was in her body. Consumer dearly experienced neurological issues caused by the nickel, she had 21 symptoms of nickel toxicity, but she was not tested. They later found that numbers for inflammation were high. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced several non-serious events. One physician told her that she did not believe essure was the cause because it was not seen at the opening of her tubes. Apparently they had migrated further into her tubes (understood as device migration). She also reported that she had nickel toxicity. A hysterectomy was performed. Device migration is listed in the reference safety information while nickel toxicity is unlisted. These events were considered serious due to their medical importance. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is generally considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Therefore the reported nickel toxicity was considered unrelated to essure. This case was regarded as incident since surgical intervention was performed. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.